Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the stapler deliver a staple line and/or cut line before it locked up? Was the device on tissue when it would not open? If yes, how was the device removed from the tissue? Was there any damage to the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? During which stroke did the event occur?

Event description:
It was reported that during a colectomy procedure, the stapler locked up with a gray load. The surgeon couldn't open the stapler. The scrub tech was able to reverse the knife and open the jaws on the back table. There were no patient consequences. Case completed with another device of the same product code.